Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall, exhibiting high pacing thresholds and loss of capture. No asystole was reported. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, electrical allegations were not confirmed as lead resistances measured normal. Perforation allegation documented as "known inherent risk of device" based on the event report.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall, exhibiting high pacing thresholds and loss of capture. No asystole was reported. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.